Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during robotic laparoscopic prostectomy, the devices had poor staple formation and were unable to finish the fire while being applied across the dorsal vein complex. There was incomplete staple line in central location. The reload could not get the jaws to close the rest of the way and the reload quit firing. Another reload was used to fix the staple line and to complete the case. There was no patient injury.